Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for analysis and fluid ingress was observed on the system controller power cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8- ¿equipment storage and care¿ and heartmate ii patient handbook section 6- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as fluid ingress. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged.